Event description:
Related manufacturer report number : 3006705815-2022-00524. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention took place on wherein the migrated lead was explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.